Event description:
Brushhead started to come off - oral-b [device breakage] case narrative: consumer via e-mail stated that the oral-b io toothbrush head started to come off of the oral-b toothbrush handle during use. No injury was reported. (B)(6) 2023 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3753. The concomitant product lot was am11030837. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.